Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was able to be confirmed. The reported shaft leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro x is currently not commercially available in the us. The product code and the PMA# is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 2.75x23 and the 2.75x33 xience prox devices are filed under separate medwatch MFR numbers.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. Three xience prox stent delivery systems (sds) (2.75 x 23 mm, 2.75 x 33 mm and 3.0 x 12 mm) were used; however, the balloon would not inflate when pressurized. The three sds were tested and contrast could be seen coming from the shaft at the proximal balloon seal. Another xience prox stent was successfully deployed to complete the procedure. The patient is doing well. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.